Manufacturer narrative:
This supplemental is to report an additional method code.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital with poor bilateral foot lesions and infection was suspected through an echocardiogram. The patient was administered antibiotics which did not improve the infection. The patient also experienced complaints of fever and chills. A transesophageal echocardiogram was performed and confirmed the suspicion of vegetation on the lead, tricuspid valve endocarditis on the lead, and infection on the system. The device was explanted and the lead was capped. Cultures were performed within the pocket and it was noted to look good. The patient condition was stable before, during, and after the procedure.